Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it was surmised, that an image was not displayed, due to faulty charged coupled device. Olympus could not surmise, the cause of the faulty charged coupled device. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the camera head had poor imaging due to loss of imaging system functionality. The issue occurred during preparation for use, and the procedure was completed with a similar device. There were no reports of patient harm. The device was returned and evaluated; there was no image due to charged couple device failure. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. The additional evaluation findings are as follows: there was corrosion on the video connector contact. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.